Manufacturer narrative:
Corrected fields: h6 (investigation findings, component codes, investigation conclusions). The date received by mfg reported in the initial MDR was incorrect. The aware date for this event was 10aug2021. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102). The overall 24 month product complaint trend data for the period (sep-2019 through aug-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the membrane diff pressure +8 during pim testing. To resolve the issue, the fse removed and adjusted the safety disk, and applied the dow vacuum grease as per factory specifications. The pim test passed a few times, thereafter. Of note, it was reported that a getinge engineer replaced the safety disk on july of 2021. However, the membrane diff pressure is +4/+5, in which the fse suspected that the new safety disk design was having issues. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a weekly tested performed by the end user, the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic module test. There was no patient involvement, and no adverse event reported.